Event description:
It was reported the bronchovideoscope had a message stating that the connector contacts need to be cleaned. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit there was a b30 (scope communication error) and the cover unit has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to have caused the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.